Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unk - screws: trauma. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation for the greater tuberosity fracture of the proximal humerus. Although the screw was inserted by a power tool, the screw was rotated before locking. The screw was excessively tightened, so that the surgeon tried to loosen the screw with a manual screwdriver. However, it did not work at all. As a result, the screw head got stripped, the screwdriver shaft was deformed. The surgeon gave up on removing the screw. The surgery was completed successfully within 30 minutes. The surgeon complained that there were no extraction instruments in usf set. The surgeon thought that this event was caused due to the surgeon¿s technical error. No further information is available. This report is for one (1) unk - screws: trauma. This is report 1 of 1 for complaint (B)(4).